Event description:
It was reported that this implantable pulse generator (ipg) had a capture management function problem. There was high difference in manual and automatic measurement of the threshold. The physician switched off capture management and reprogrammed output. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.